Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. The date listed in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer initially contacted adc on (B)(6) 2017 since he noticed a battery icon on his adc blood glucose meter. A replacement battery was ordered for the customer. On (B)(6) 2017 the customer contacted adc again to report that he received the wrong battery and that he had experienced a medical event. The customer reported that "2 weeks ago" (he could not remember the specific date) he had a headache and was unable to test because the battery in his meter was dead. Customer went to a hospital where he was diagnosed with hyperglycemia and given an injection of novolog insulin. No further treatment or readings were reported. The customer left the hospital after 45 minutes. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed.

Event description:
A customer initially contacted adc on (B)(6) 2017 since he noticed a battery icon on his adc blood glucose meter. A replacement battery was ordered for the customer. On (B)(6) 2017 the customer contacted adc again to report that he received the wrong battery and that he had experienced a medical event. The customer reported that "2 weeks ago" (he could not remember the specific date) he had a headache and was unable to test because the battery in his meter was dead. Customer went to a hospital where he was diagnosed with hyperglycemia and given an injection of novolog insulin. No further treatment or readings were reported. The customer left the hospital after 45 minutes. There was no report of death or permanent injury associated with this event.